Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred and that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow up with the customer; however no response was received.